Event description:
(B)(4). I keep getting really bad pain to where I can't move. I have endometriosis that I never had before I had the essure put in. I keep getting cyst on my ovaries. I can't seem to lose weight and I have tried everything. I don't have regular bowel movement they come once to twice a month. I have major mood swings.